Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. There was no adverse impact to customer's blood glucose level. Reportedly, the issue resolved and the customer successfully filled the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.